Event description:
Customer reported a tandem mobi cartridge alarm, which did not cause their blood glucose level to exceed 500 mg/dl. The customer experienced cartridge alarms with consecutive cartridges, leading to the approval of a pump replacement by technical support. Customer was informed they would receive a pump with updated software and given specific instructions for returning the problematic pump. They agreed to use a backup insulin pump to ensure uninterrupted insulin delivery and were advised on how to handle the replacement pump once received. Technical support confirmed the shipping address and resolved to send a replacement pump, requiring a signature upon delivery.